Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-13260. The investigation is ongoing.the device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure while deploying a 26mm sapien 3 ultra resilia valve the cardiologist stated he could not deflate the balloon and believed the tip of his glove was stuck in the inflation device plunger. While attempting to remove his glove from the inflation device he inadvertently locked the inflation device and pulled on the 26mm commander delivery system causing the valve to be ejected from the aortic annulus. The valve was pulled into the descending aorta and implanted. A second 26mm sapien valve was prepped and implanted into the native aortic valve without issue. The patient was stable and transferred back to the room. Per the fcs, the initial reporter did not allege the ew devices were deficient in some way. There were no issues noted with the tip of the device plunger that may have contributed to the issue. The devices are not available for return.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for ''valve deployment and position - thv embolized into aorta'' was unable to be confirmed as no imagery/medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. As the device was not returned and no imagery was available, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''while deploying a 26mm sapien 3 ultra resilia valve the cardiologist stated he could not deflate the balloon and believed the tip of his glove was stuck in the inflation device plunger. While attempting to remove his glove from the inflation device he inadvertently locked the inflation device and pulled on the 26mm commander delivery system causing the valve to be ejected from the aortic annulus''. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case it was reported that the physician inadvertently locked the inflation device and pulled on the delivery system. As such, available information suggests that use error (inadvertent movement of delivery system) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.